Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging with eye irritation, skin irritation, dizziness, headache. There was no serious patient harm or injury. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging with eye irritation, skin irritation, dizziness, headache. There was no serious patient harm or injury. No medical intervention was specified by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. There was 22 error codes found. The third-party service center confirmed no visible foam degradation and unit scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code and conclusion code grid has been updated.